Event description:
It was reported that two burs broke in the sinus during a sinus procedure. Reportedly, the break occurred at the tip on both burs. There was no report of fragments that required retrieval from the patient. It was also noted that there was an undescribed issue for the handpiece that was used with the bur. The initial reporter is uncertain if there was any association between the bur breaks and the handpiece. The doctor did not report a complaint on the handpiece. The procedure was completed using another bur with no further incident. There was a one minute operation delay with no patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: ID#1898200t, xps straightshot m4 high-speed microdebrider (lot/serial numbers not provided). (B)(4). The burs were discarded by the user facility. No testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.